Manufacturer narrative:
Device is combination product. Literature citation: takahiro nomura,et al., ¿three-year clinical and angiographic outcomes after everolimus-eluting stent implantation in patients with a history of coronary artery bypass grafting¿ , international heart journal, mar 2016, 57 (2) p.158-166. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via journal article that patient complications occurred. The aim of the study was to investigate 3-year clinical outcomes after everolimus-eluting stent (ees) implantation in patients with a history of coronary artery bypass grafting. Promus element and non-bsc stents were used. Among the patients who underwent ees implantation, those patients from the prior CABG group had a higher incidence of tlr (target lesion revascularization) and mace (major adverse cardiac events). The study revealed that a history of CABG was a risk factor for tlr after ees implantation. It is not known which patient outcomes were contributed specifically from the promus element stent versus the non-bsc stent.